Event description:
Complainant alleged that the device would not discharge and displayed "error 72" and "error 116" messages when using ac power. Device does not power up on battery power. Complainant did not indicate that there was any pt involvement in the reported malfunction.